Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump did not power on and was completely unresponsive. The pump black box data could not be downloaded for review. The call service alarm issue could not be adequately investigated due to the unresponsive pump. The pump case was removed and corrosion due to moisture was found on the inter-board flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump emitted a cs 078 call service alarm during the rewind step that could not be cleared. Prior to this alarm that could not be cleared, the same alarm was allegedly recurring and the prime steps could not be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.